Event description:
On (B)(6) 2012, customer reported that the ion-selective electrode (ise) drain was overflowing on the dxc 800 pro. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and noted unspecified debris inside the ise drain valve. Fse removed the debris and calibrated the system. This resolved the issue and no further leaks were reported. The repair was verified by established procedures.

Manufacturer narrative:
(B)(4).